Event description:
Information received regarding the explanted device notes that one month post implant, the device failed to capture at 6.0 v. The lead was removed. There were no consequences to the patient.